Event description:
It was reported a perforation occurred. A greenfield filter was implanted on (B)(6) 1996. On (B)(6) 2019, a computated tomography (CT) scan was performed of the abdomen and the pelvis. The scan revealed a perforation. On (B)(6) 2021 the physician noted that he was not comfortable removing the filter.